Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the battery compartment. Reportedly, there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a visual inspection of the pump showed evidence of moisture corrosion in the battery compartment. The battery compartment was not damaged and the pump passed a leak test. No battery cap was returned with the pump; however, a test cap was able to fully tighten on to the pump. The pump cover was opened and further moisture ingress was found on internal components.